Event description:
Near the end of a routine hemodialysis treatment, the opertor experienced high pressure alarms that could not be resolved. Rinseback was not performed as too much time had passed in which the operator was troubleshooting the pressure alarm. This resulted in a 210cc blood loss. No med intervention was required.